Manufacturer narrative:
(B)(4). An ultraflex tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully deployed. A visual and tactile examination found the catheter was kinked at 235 mm and 335 mm distal to the handle. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was to be used during an esophageal stenting procedure to treat a 4cm carcinogenic lesion in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex¿ esophageal ng stent. The distal end of the ultraflex¿ esophageal ng stent failed to release. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed. After the ultraflex¿ esophageal ng stent and delivery system were outside of the patient, the stent was fully deployed. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was to be used during an esophageal stenting procedure to treat a 4cm carcinogenic lesion in the esophagus performed on (B)(6) 2015. According to the complainant, during the procedure the physician attempted to deploy the ultraflex esophageal ng stent. The distal end of the ultraflex esophageal ng stent failed to release. The ultraflex esophageal ng stent was removed from the patient partially deployed. After the ultraflex esophageal ng stent and delivery system were outside of the patient, the stent was fully deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.